Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, (B)(6), +21.5d) was explanted due to blurry vision and visual disturbances.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.